Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) and right ventricle (rv) lead, which resulted in inappropriate atrial tachy response (atr) episodes. The patient did not experience any pacing inhibition. Additionally, there were observations of intermittent pacing spikes on both the ra and rv lead measuring greater than 3000 ohms. It was recommended to turn off the rrt feature off and to continue to monitor the patient. The patient was seen in the clinic for a follow-up and the rrt feature was turned off however, intermittent pacing impedances were still being observed. The patient is not therapy dependent. At this time, this ICD and non-boston scientific ra and rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).